Event description:
The customer contact reported sparks. The device was connected to a gemstar pump and was plugged into the ac power outlet. The pump was delivering an unspecified medication at an unspecified rate. After an unspecified length of time in use, sparks were noted from an unspecified location on the ac power adapter. The devices were replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was received.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.